Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is: "fluid retention, and inflammation of the lymph nods was due to a rupture in my right breast implant."

Event description:
Patient reported right side "pain over the past 3 weeks," "source of the pain, fluid retention, and inflammation of the lymph nods was due to a rupture" per ultrasound. The device remains implanted.